Event description:
An inner sheath broke while being utilized during a bladder resection. The white tip of the sheath broke off and was left in the pt's bladder. The urologist attempted to remove the piece, however, was unsuccessful. The pt returned to surgery in 2007 to have the piece removed.

Manufacturer narrative:
The physical evidence of the dents on the sheath tube and on the rim of the sheath along with the irregular breakage of the ceramic are clear indications of mishandling and abuse. The evidence of the remaining ceramic piece and the presence of the residual adhesive also support that the ceramic tip was securely attached to the instrument and an unusual force was needed to break and dislodge the distal portion of the ceramic tip.